Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, date of event: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.00/1.0/90, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise after implant was observed. " the patient has got an hyperopia and still smooth loss of ucva. Lens remains implanted.

Manufacturer narrative:
B5- lens remains implanted. It was reported that the pateint is happy with the results and wears glasses if necessary. Claim # (B)(4).